Manufacturer narrative:
Information contained in this report was previously submitted through asr. Device evaluation: visual analysis of the returned device identified: crease flat, delamination. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve and delamination in the plug strap disk shell. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Delamination of the plug strap disk shell assessed as adhesive failure. The events of capsular contracture, nipple discharge, and raynaud's phenomenon are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "saline implant deflation, nipple discharge, capsular contracture," baker grade iii and "raynaud's phenomenon." Healthcare professional reported a deflation. This record is for the right side. Device has been explanted.